Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size approximately 5mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "advancer tube was not present after the technician shuttled down and removed the sheath". The patient was converted to approximately 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the advancer tube was inside the shuttle cartridge as received. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the possible cause for the reported event may have been from incomplete engagement of the advancer tube. The review of the lhr (lot f1232002) indicated that the device lot met all established performance criteria prior to shipment.